Event description:
A (B)(6) patient was admitted to emergency department with new onset of abdominal pain prompting the need of surgery for laparoscopic appendectomy. During the procedure, the echelon flex powered plus articulating endoscopic linear cutters would not fire/load. It jammed up and stayed that way. Another device was used. No known harm to patient.